Manufacturer narrative:
Qn#(B)(4). The reported complaint of high baseline alarms was not able to be confirmed as no part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that one hour after the patient arrived from the cath lab for an iab insertion, the pump alarmed for multiple high baseline alarms. "The user reset the alarm and resumed pumping with each alarm. She then said that the pump will run for only a short period of time, a few minutes at most, between each alarm. The bpw would gradually elevate higher to the point that the pump would alarm. There does not appear to be any signs of kinking anywhere. Repositioning the patient did not help to resolve the issue. [The user] said that the cath lab had already confirmed the position of the iab, and it did appear to be correctly placed. I recommended at this point that she replace the pump with another. She also then stated that the pump appears to be past due for a pm. The last one was (B)(6) 2022. She said that she was going to call the cath lab about getting a second pump. I recommended that this pump be sent to bio-med immediately to be checked out. She said that they had switched the pump to operator mode and the a-fib trigger. She said that there has not been any alarms since doing this. She said that she is comfortable with running the pump in operator mode. I repeated that the pump should be sent to bio-med to be inspected as soon as possible. She said that they would do so when it is removed from the patient. The patient has remained stable, and [the user] said that the pump is providing good therapy at this time." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one hour after the patient arrived from the cath lab for an iab insertion, the pump alarmed for multiple high baseline alarms. "The user reset the alarm and resumed pumping with each alarm. She then said that the pump will run for only a short period of time, a few minutes at most, between each alarm. The bpw would gradually elevate higher to the point that the pump would alarm. There does not appear to be any signs of kinking anywhere. Repositioning the patient did not help to resolve the issue. [The user] said that the cath lab had already confirmed the position of the iab, and it did appear to be correctly placed. I recommended at this point that she replace the pump with another. She also then stated that the pump appears to be past due for a pm. The last one was (B)(6) 2022. She said that she was going to call the cath lab about getting a second pump. I recommended that this pump be sent to bio-med immediately to be checked out. She said that they had switched the pump to operator mode and the a-fib trigger. She said that there has not been any alarms since doing this. She said that she is comfortable with running the pump in operator mode. I repeated that the pump should be sent to bio-med to be inspected as soon as possible. She said that they would do so when it is removed from the patient. The patient has remained stable, and [the user] said that the pump is providing good therapy at this time." No patient harm or injury. The patient status is reported as "fine".